Manufacturer narrative:
The complaint device has been rec'd and evaluated visually. The distal tip of the device, between the 1 and 3 o'clock positions, appears burnt/melted and degraded. A portion of both metal and plastic around the active tip are missing. Mitek is aware of this failure mode. A product problem investigation lead to a few mfg changes that were implemented to lessen the occurrence of this issue. In addition to these changes, several hypotheses have been developed from historical issues that could potentially lead to this type of failure: tip burial activation: this can cause carbon tracking between active and return creating an "output short" error code on the generator. This is considered to be a user issue and external failure. Activation outside of the saline field: this can cause thermal damage to the tip, in turn reducing the distance between the active and return paths. This is considered to be a user issue and external failure. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and, therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints sys revealed no other complaints of any kind for this lot of 322 devices that were released to distribution. The device will be sent to the MFR for further eval. The MFR has opened a corrective action in order to track and document this investigation. It is requested that a thorough examination of the device be conducted. When mitek receives the MFR's conclusions, and if those conclusions differ from the above hypotheses this file will be re-opened and made to reflect the eval findings and a follow-up MDR will be submitted. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Although the original complaint verbiage did not trigger off an adverse event report, the complaint device was rec'd in a condition which we feel would constitute file a malfunction report. There is mass missing from the distal end of the device, and this most likely happened while it was activated, and it would only be activated while in the body. Although it is reported that there is no pt consequence it is not known if the missing mass was retrieved from the pt. If this is the case, we do not know what impact, if any, this would have on the pt. It is because of this uncertainty that this report is being filed to document this event. Complaint file reviewed and decision to revisit the decision tree and consider this issue to be MDR malfunction reportable made today 4/9/2010. (B)(4). Original statement: the sales rep reported that during a shoulder procedure the customer's lds suction electrode sparked and arced causing the tip to melt. They swapped it out for another like device to complete the procedure with no pt consequences.